Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hemicolectomy procedure, there was a problem loading the adaptor onto the handle. When the handle was being pulled out through the trocar, the adaptor separated from the handle and remained inside the trocar, meanwhile the handle was in the hand of the surgeon. This event happened after the resection, no more firing was needed, so the issue did not affected the case. Apparently any component fall into the patient cavity. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Changed to not reportable in complaint review.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The electrically erasable programmable read-only memory (eeprom) was up loaded and indicated 6 autoclave cycles for the adapter. A pmv representative single use loading unit (sulu) was inserted onto the adapter with a pmv idrive handle and battery. The green light signaling the attachment of the adapter illuminated indicating that the adapter was recognized. The reload cycled properly and was applied to test media where it was able to apply the staple line and transect the media without difficulty. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.